Manufacturer narrative:
The original reporter of this complaint was unsure whether the device in question was from lot 43lqd191, a nonrecalled mesh, or 43iqd191, a recalled mesh. We have submitted this MDR as the recalled mesh and will update the report should more info become available. We have contacted the initial reporter to request add'l info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. Currently, it is unk whether or not the device may have caused or contributed to the event. No product has been returned, no medical records have been provided and no specific device problem has been alleged. No conclusion can be drawn at this time.

Event description:
Per contact at user facility: ni/ni/ni - pt had four ventral hernia repaired with two meshes (unclear if both bard). Less than one week later had meshes removed due to bowel perforation. The contact reported the bowel area in question was involved with bard mesh.